Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware that a user of oxygen lit her cigarette while on the everflo concentrator and suffered burns to her nasal mucosa, nose, mouth, cheeks and scalp. The severe burns are requiring daily care for several weeks. The user was advised to the safety precautions and also signed a tobacco waiver prior to usage of the concentrator. A firesafe had been installed in (B)(6) of 2022 when the oxygen therapy was initiated. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.